Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The home patient (hp) stated, he normally drains out quite a bit of fluid and he can see air in the patient line coming all the way up to him. The technical service representative (tsr) walked the hp through ending the therapy and advised the hp to start over with new cassette and bags. No patient injury or medical intervention was reported. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse, the patient did not notify them of the air seen in the patient line. The nurse stated that the patient has been to the clinic since this event . There was no patient injury or medical intervention associated with this event. No further information is available.

Manufacturer narrative:
(B)(4). The patient reported a low drain volume alarm, which was not confirmed. Root cause was air in the line. However, this report for air in line was not confirmed, and a root cause of the air was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.